Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device detected a ventricular tachycardia (vt) rhythm due to over-sensing of noise on the rv channel. It is believed to be due electromagnetic interference (emi). In clinic testing, including provocation maneuvers, could not reproduce any artifacts. This rv remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).